Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. The complaint does not relate to a specific rpn but does relate to ebus needles which are echo-hd-ebus-o, echo-hd-ebus-o-c, echo-hd-ebus-p and echo-hd-ebus-p-c devices. It should be noted that this file is related to another other complaint file. For details of the other investigation please refer to (B)(4). Lab evaluation n/a. Document review including IFU review. Prior to distribution, all echo ebus-o and all echo-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Prior to distribution, all echo ebus-o-c and all echo-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0051-9, ifu0060-5, ifu0109-7 and ifu0110-7 which accompanies the devices instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet. This will be investigated under this file pr 382564. Image review n/a root cause review a definitive root cause could be attributed to user error as the stylet should be fully inserted when advancing the needle into the target site. No device failure issue was observed as a result of the stylet not being fully inserted when advancing the needle into the target site and this file is required to record this instance of user error. The complaint information indicated that the issue was related to ebus needles but did not specify if they were ebus ultra or ebus procore, so an analysis for the last 3 years for user error ¿ stylet not inserted fully complaints was carried out to determine if ebus ultra or ebus procore is the most common. The analysis determined that this was ebus ultra, therefore as this is the most common product family this was selected for this file (ref. Att. ¿file summarising echo ebus rpns related to user error ¿ stylet not inserted fully issue for last 3 years¿) summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Additional file opened for user error ¿ stylet partially removed when advancing the needle into target site based on answer to one of the standard questions (related to (B)(4). Per the facility: I don't have a specific patient that this happened with. It has happened without regularity over the last 4 months. The sheath locks slips when we first insert the needle. He then has to retract the needle and adjust the sheath again. We are still able to get samples but have less control over sheath depth and therefor needle depth. When this happens again, I will be happy to collect all of the information and send the needle. Did any unintended section of the device remain inside the patient¿s body? No. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedures? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. The following information has been received via email on 01dec2022. -in general-not patient specific- are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No kink. If the device is a procore needle, is the device damage located at the notch / core trap? If no, please specify where the damage is located: second depth lock. Was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? No. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. 23 cm was the device damaged in packaging prior to removal? No was the device damaged on removal from packaging? No was force required to remove the device? No what intervention (if any) was required? No was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. What is the scope manufacturer and model number that was used? Olympus bf-uc180f was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? No. When was the issued with the product noted? On advancement needle was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? Actually, became loose was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes was the stylet partially removed when advancing the needle into the target site? Yes how many samples were obtained (passes completed) with this needle? 7-8 did any section of the device detach inside the patient? No was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes. Was there difficul.ty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.